Event description:
It was reported that the rn started a new bag of lactated ringers and was set-up as primary infusion to run at 65ml/hr through IV infusion pump. The customer stated the IV bag's volume was either 500ml or 1,000ml. During 2nd hour IV check, it was noticed that there's only 100ml left in the bag. There were no holes identified on the tubing and rate on device was verified to be the ordered rate of 65ml/hr. The user noticed in the IV set's chamber that the fluid was pumping very fast. It was noted that the staff initially thought that the issue was with device interoperability and was reported as such. Device interoperability was investigated by the facility and identified to be functioning as expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of maintenance fluids was confirmed. The pump module event log shows that the device infused at rates of 54 ml/hr and 27 ml/hr and not at the reported rate of 65 ml/hr. Visual inspection revealed that the membrane frame was damaged at both the upper and lower hinges and at the screw insert. Functional testing performed found the pump module to be delivering fluid within specification after the damaged membrane frame was replaced with a known good membrane frame. There were no abnormalities or fluid leaks observed from the returned disposable tubing set. The tubing set was evaluated for concentricity and was found to be within specification. This device was being used for treatment. The root cause of the overinfusion of maintenance fluids was determined to be a broken membrane frame.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Ethnicity: not hispanic or latino. Admitting diagnosis: right supracondylar humerus fracture

Event description:
It was reported that the rn started a new bag of lactated ringers and was set-up as primary infusion to run at 65 ml/hr through IV infusion pump. The customer stated the IV bag's volume was either 500 ml or 1,000 ml. During 2nd hour IV check, it was noticed that there's only 100 ml left in the bag. There were no holes identified on the tubing and rate on device was verified to be the ordered rate of 65 ml/hr. The user noticed in the IV set's chamber that the fluid was pumping very fast. It was noted that the staff initially thought that the issue was with device interoperability and was reported as such. Device interoperability was investigated by the facility and identified to be functioning as expected. There was no patient harm.